Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on and was offline in rss. When powered on, the screen remained black, audible clicking sounds were present, and the bottom drawer repeatedly opened and closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue with the full height drawer not staying latched. A field service engineer (fse) identified that the control board was improperly engaging the solenoid, preventing the drawer from latching correctly and affecting proper system power behavior. The fse replaced the control board and rebooted the system. The drawer was verified to be operational using the hardware test application (hta), and the application was successfully launched, resolving the issue. The system functioned as intended after the field service engineer repaired the device.